Manufacturer narrative:
The device is not available for evaluation; however, a lot number has been provided. A device history lot number review is pending.

Event description:
The event involved a microclave¿ clear neutral connector where it was reported the microclave is cracked and leaking. Cracks are not visible to naked eye. Issue was noted while being used on patient. No patient injury and no medical treatment required.

Manufacturer narrative:
The complaint could not be confirmed by the investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history review (DHR) was reviewed, and no nonconformities were found that would have led to the reported complaint.